Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred since the camera cable was damaged due to the user's handling.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that when the camera cable of the subject device was moved, the reported phenomenon was duplicated and the camera cable was damaged. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, disturbances in the endoscopic image of the subject device occurred. The user did not use the subject device for the procedure. Other detailed information was not provided. There was no report of patient injury associated with the event.